Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. The rear casters lifted off the ground about 1/3 to 1/2 way down the ramp. Once the rear casters lifted the chair began to veer and client lost control. The handles were grab to keep chair from going sideways. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.